Event description:
It was reported that the atrial lead had loss of sensing and pacing. Chest x-ray indicated the lead was dislodged. The lead was repositioned and remains in use. The patient is enrolled in (B)(6). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.